Event description:
It was reported that a patient presented with over-sensing of noise noted on right ventricular lead, right atrial lead and implantable cardioverter defibrillator. Low pacing impedance was noted on the right atrial lead. Inappropriate mode switch was noted, which was alleged on the device. No intervention or adverse patient consequences were reported.